Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that overheating of the distal end tip occurred resulting from stress. The probable cause of the additional failure(s) is/are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited burnt distal end insertion tube. There was no patient involvement.